Manufacturer narrative:
Study report - a review of the finished device lot history did not reveal any non-conformities which could have contributed to this complaint. From the incident information and since the device was not returned to abbott vascular for evaluation, a conclusive root cause could not be determined.

Event description:
Device malfunction: inaccurate delivery. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, during deployment, the rx acculink was deployed slightly above the lesion. The physician deployed a second rx acculink, overlapping the first stent, to completely cover the target lesion. There were no reported patient effects. Although requested, there is no additional information available.